Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as unexpected power loss. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for display and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specific. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection.